Event description:
Boston scientific crm received information that a revision procedure was performed on this right ventricular (rv) lead due to fluctuating sensing measurements, and poor pacing threshold measurements. After viewing a fluoroscopy image, it was noted that this rv lead had dislodged. The physician tried repositioning the lead, but was unsuccessful. The physician then elected to explant the lead by using an extra stiff stylet. The lead got stuck in the vena cava, and when the physician applied force to try and remove the lead, the lead broke into two pieces. The upper portion of the lead was removed, and the distal portion remains in the superior vena cava (svc) area. The physician continued the surgery, and implanted a new rv lead successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The proximal portion of the rv lead will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.